Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01477. The patient underwent a replacement procedure on (B)(6) 2011, and received two percutaneous leads (from the same lot) and two anchors (from the same lot) as part of her scs system (reference manufacturer reports: 1627487-2011-00423 and 1627487-2011-00424). It was reported that the patient continued to complain of pain at the lead insertion sites and anchor sites. She stated that the pain existed when stimulation was on or off. It was reported that tests for infection were negative. The physician decided to explant the patient's system at her request on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The product was reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.